Event description:
During episiotomy repair surgeon noted several suture broke and they had to open additional pack. Later that day the pt was taken for a sitz bath at which time a large amount of vaginal bleeding was observed pt was returned to surgery due to the bleeding at which time it was discovered that addl suture had broken. The pt lost a good deal of blood as the result of this incident.